Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "4 week ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer experienced a loss of consciousness and was incapable of self-treating. The customer received an unspecified treatment from a non-healthcare professional and then had contact with a healthcare professional, who performed an x-ray and provided the customer with pain medication. No further treatment was reported. Comparison readings, taken at unspecified time, of 75 mg/dl, 60 mg/dl, and 82 mg/dl from sensor compared to built-in meter readings of 240 mg/dl, 199 mg/dl, and 200 mg/dl were provided. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer experienced a loss of consciousness and was incapable of self-treating. The customer received an unspecified treatment from a non-healthcare professional and then had contact with a healthcare professional, who performed an x-ray and provided the customer with pain medication. No further treatment was reported. Comparison readings, taken at unspecified time, of 75 mg/dl, 60 mg/dl, and 82 mg/dl from sensor compared to built-in meter readings of 240 mg/dl, 199 mg/dl, and 200 mg/dl were provided. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.